Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that the reported difficulties appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized due to increased leg and calf pain. Bilateral pedal pulses were poor and the right foot was purple. The right popliteal was occluded. On (B)(6) 2015, traumatic compartment syndrome of the right lower extremity was diagnosed. An emergency fasciotomy was performed. On (B)(6) 2015, a life threatening right popliteal and/or peroneal artery perforation/bleed was suspected. A 2.8x26mm graftmaster stent was deployed at the peroneal artery without reported issue. Per physician, the stent was implanted in the wrong vessel by error. The perforation/tear was noted in the mid-calf region, so a 2.8x16mm graftmaster stent was introduced into the anatomy, but could not be advanced into this region and was unable to be retracted. The stent was then retracted into the sheath and partially dislodged in the sheath, but was able to be deployed at the distal popliteal artery lesion/perforation. The right calf branch was then embolized off and the extravasation ceased. Per physician, the graftmaster stents did not cause or contribute to procedure complications or adverse event. On (B)(6) 2016, the patient was discharged to rehabilitation. There was no additional information provided.